Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle/tubing or any fluid path component. This event occurred 3 times. The following information was provided by the initial reporter. The customer "found a green particle on the patient side of the needle".

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle/tubing or any fluid path component. This event occurred 3 times. The following information was provided by the initial reporter. The customer "found a green particle on the patient side of the needle."

Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and a small, green piece of plastic adhering to the IV cannula was observed. Additionally, the customer sample was evaluated by visual examination and the piece of plastic adhering to the IV cannula was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. CAPA 1240118 has been initiated. H3 other text : see h10.